Event description:
During the left heart catheterization (lhc) and percutaneous coronary intervention (pci) procedure, the was an ffr receiver error and it would not connect to the wi-box. The procedure was canceled. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be determined. The product's lot number could not be obtained; therefore the primary di number is provided (d4), but full UDI information is not available.